Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The physician listed as implanter and follow up was contacted and no further information regarding the death was available. All leads have been exhausted and further follow up was not possible. If any further information becomes available it will be forwarded.

Event description:
During investigation of another device it was found that the patient had expired. The current device had been implanted for approximately 3 months and the leads for approximately 10 years prior to death which occured on (B)(6) 2010. No complaints or allegations have been made against any components of the system. Follow up with the implanter's office revealed no further information on the circumstances of the death.